Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed two non-sustained lead failure predictor (lfp) high rate episodes less than or equal to 190 milliseconds average ventricular cycle on (B)(6) 2013. Concomitant products: product ID 693558 implantable tachy lead implanted: (B)(6) 2012; product ID 407645 implantable pacing lead implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) after receiving 5 inappropriate shocks. Interrogation of the device revealed a sinus tachycardia that was inappropriately detected as ventricular tachycardia (vt) due to intermittent far field r-wave (ffrw) sensing on the atrial channel. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.